Manufacturer narrative:
The customer¿s report of the pump being programmed to infuse 50ml but instead infusing at 10ml was not confirmed. Physical inspection of the device showed incidental small dents and signs of fluid ingress. The event date was not provided by the customer. Review of the pump module event log showed that the last programmed infusion occurred on 15january 2019. At 11:44pm the pump module was programmed for a rate of 5ml/hr and a vtbi of 200ml and the infusion was started. From 12:19pm to 02:14am on 16january 2019 the pump module alarmed for occluded patient side 8 times; the user restarted the module to clear the alarms. At 02:26am the user changed the rate to 0.5ml/hr. At 02:26am the user changed the rate to 5ml/hr. At 02:27am the user changed the rate to 0.5ml/hr. At 02:27am user changed the rate to 1ml/hr. At 02:31am the pump module was paused and at 03:06am the pump module was channeled off. Functional testing performed found the device was delivering fluid within specification. The root cause of the customers report was not identified. The last usage of the device included no instances of the device operating at 50 ml/hr or 10 ml/hr.

Event description:
The customer reported that the pump was programmed to infuse 50ml however it was noted to be infusing at 10ml. The nursing staff stated that this was due to "user error". There was no harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed section a: although requested, patient demographics not provided.

Event description:
The customer reported that the pump was programmed to infuse 50ml however it was noted to be infusing at 10ml. The nursing staff stated that this was due to "user error". There was no harm.